Event description:
Related manufacturer report number: 2017865-2022-15904. It was reported that the patient presented for generator change with a known history of noise exhibited by both the right atrial and right ventricular leads. Both the leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. Visual and x-ray examination of the lead portions did not find any anomalies with the exception of procedural damage. An internal short was found between the inner coil and outer coil conductor paths at the distal portion of the lead due to procedural damage. Destructive analysis of the lead portions did not find any anomalies with the exception of procedural damage. The reported event of oversensing was not confirmed.